Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted there was a perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On (B)(6) 2017, a CT scan was performed. The ivc filter was noted with the tip eccentric to the right lateral wall 5cm below the renal veins just above the bifurcation with the feet at the inferior aspect of the aorta. On axial images, the tip appears to project lateral to the ivc wall with no evidence of active extravasation. The ivc filter is situated with the distal feet at the level of the wall just above the common iliac veins with the tip projecting just lateral to the ivc wall likely tenting the wall. No further patient complications were reported.